Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2012 (specific date not reported) to facilitate an abutment change due to skin issues; however the issue could not be resolved. The patient underwent another revision surgery on (B)(6) 2013 to fix the skin. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.